Manufacturer narrative:
H4: the lot was manufactured from november 25, 2020 - november 30, 2020. H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. Further inspection revealed the cause of the fluid inside the bag was due to the broken tubing (detached) at the solvent-bonded junction of the flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not determined; however, the most probable causes were user related or weakened tubing bond at the junction of the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the sealed overpouch. This issue was discovered prior to patient use. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.